Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. During upstream occlusion testing the device passed. The device was also found to properly detect a loaded set. A review of the event history log revealed upstream occlusion messages. An event history log review cannot be completed for a false detection of a loaded set as it is not a recordable event. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The false upstream occlusion was verified. The cause of the condition was determined to be an out of calibration ultrasonic sensor. The ultrasonic sensor requires replacement to address this issue. No correction is necessary for the false detection of a loaded set. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed upstream occlusion and falsely detected a loaded set. This occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.